Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
Product complaint # : (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair procedure on (B)(6) 2019 and the absorbable straps were used. It was reported that during surgery, the straps weren't firing strong enough to penetrate tissue. A second like device was used to complete the procedure. There were no patient consequences reported.